Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo was performed with the naked eye. Broken occluder feet were identified during visual inspection. The reported condition was verified. The cause of the broken occluder feet was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a customer was manipulating the blue handle (main body) it separated from the rest of the minicap transfer set. This event occurred before use with no patient involvement. No additional information is available.